Event description:
This is a report for thermodilution catheter #2 of 2 received involving two consectuive balloon ruptures occurring with the same pt. The reporter stated that the pt was in the sicu. Catherer #1 was being floated into position but a poor waveform was received. Troubleshooting was performed. The balloon was then reinflated. The poor waveform continued. The catheter was removed and it was discovered upon removal that the balloon had ruptured. Catheter #2 of the same list and lot number was then inserted and placed successfully. The balloon was inflated but the spring plunger did not come back passively. The plunger was pulled back to remove the air from the balloon and blood was noted in the syringe. The catheter was removed. A third placement was attempted but the catheter could not be floated into position. The third catheter was removed. There was no delay in therapy as IV solutions were infusing via another central line. The pt did not experience any adverse effects during the catheter placement procedures. The pt remains in the sicu, but not related to the catheter events.